Manufacturer narrative:
According to the investigation information, the hand piece and the bur guard were returned and evaluated. The bur guard were returned and evaluated. The bur guard was melted to the nose cone, when this happens the friction can cause the bur guard to melt onto the nose cone when it is pushed down too far.

Event description:
It was reported that during an oral procedure a patient received a burn to the lip. There was no indication that any medical intervention was required. There was no additional information available at the time of filing.